Event description:
It was reported a physician was implanting a viatorr transjugular intrahepatic porto-systemic shunt (tips) endoprosthesis in a pt was gastric variceal bleeding. The portal vein was accessed and the track through the liver was dilated to 8 mm. The viatorr device was advanced through a 10fr introducer sheath. The uncovered portion was deployed in the portal vein by withdrawing the sheath. Placement of the device in the portal vein was confirmed fluoroscopically by the radiopaque marker band. Once the stent was in position, the sheath was withdrawn to the right atrium. In an attempt to deploy the remainder of the stent, resistance was felt. Instead of unraveling, the deployment line tightened around the stent and pulled it out of the transhepatic track, leaving it half in the right hepatic vein and half in the right atrium. The stent and delivery system were retrieved via wire snare through a 16fr sheath. The transhepatic track was recannulated and second viatorr device was deployed without incident. The stent appeared a little short, so a protégé stent was added to gain length to the right atrium. The track was reangioplastied to 10 mm. The pt did well following the procedure although during the first stent placement and removal, the pt experienced multiple atrial ectopic beats which resolved.

Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specs. An engineering analysis is currently in progress.